Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch uni-directional navigation catheter and current leakage error was displayed on carto 3 system. When this happened intracardiac and body surface signals disappeared. The catheter cable was changed and issue resolved; however, force sensor error was displayed. Which is not reportable. When catheter was replaced both issues solved. Follow up investigation was performed to clarify the event and it was noticed that there were no signals of any kind to monitor patient¿s heart rhythm. This event is being reported because the lack of cardiac rhythm monitoring while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17135666m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and current leakage error was displayed on carto 3 system. When this happened intracardiac and body surface signals disappeared. The catheter cable was changed and issue resolved; however, force sensor error was displayed. Which is not reportable. When catheter was replaced both issues solved. Follow up investigation was performed to clarify the event and it was noticed that there were no signals of any kind to monitor patient¿s heart rhythm. This event is being reported because the lack of cardiac rhythm monitoring while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then the catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The catheter was also tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint has been verified.